Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device was returned due to noise. Multiple short circuits were noted, consistent with the reported noise. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. In addition, dried saline was noted within the connector plug, consistent with the short circuits detected. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the dried saline noted within connector plug.

Event description:
This report is to advise of an event observed during analysis confirming a tygon tubing leak and short circuit of the catheter.